Manufacturer narrative:
(B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, upon discharge, the stress urinary incontinence was documented as a "partial success" and the urge incontinence was documented as a "partial success". The procedure was successfully completed. During a follow-up visit on (B)(6) 2008, the patient reported experiencing "partial obstruction - voiding".